Event description:
Cannula broke off and was observed floating down the intravenous line. Secondary line with med started at 10am. At 4 pm the cannula from a ca330 was observed floating down the intravenous line. Devices were discarded. The report was made by a third party, with responsibility for intravenous therapy. Repeated attempts to contact the nurse involved were unsuccessful and she did not return calls.